Event description:
Reporter stated that customer received the following results on the aviva expert system within 5 minutes: 68 mg/dl, 116 mg/dl and 62 mg/dl. The customer had unspecified hypoglyemic symptoms at the time of the results. No treatment reported. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.